Manufacturer narrative:
The full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of sensing integrity counter (sic) and non-sustained tachycardia episodes with possible noise. High impedance was also noted. A possible fracture was suspected. Detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.